Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet, and customer care guided the user to toggle the cgm setting from g6 to g7 and reenter the pairing code, with instructions to monitor for warmup or readings. Symptoms included no glucose data displayed on the ilet due to loss of cgm connectivity with no adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data availability on the ilet. User support included troubleshooting and user education focused on device settings and pairing steps. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 sensor, consistent with a connectivity or configuration issue involving cgm communication. It was concluded, based on previously established findings for similar reports, that the cause was user setup or configuration error and transient communication interference.